Event description:
A falsely elevated troponin I result of 0.98 ng/ml was obtained on a pt sample. The result was not reported to the physician. The original sample was repeated and a result of <0.04 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was due to r2 carry over ,due to lack of customer maintenance.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was due to r2 carry over, due to lack of customer maintenance. The malfunction was resolved, after the customer replaced the probe with guidance from a dade behring technical assistance rep. The instrument is operating within specifications.